Event description:
It was reported that procedure was to treat a distal right coronary artery (rca). The 3.0x12mm xience skypoint stent delivery system (sds) failed to cross the lesion due to resistance with anatomy. However, during removal the sds met resistance with a previously implanted stent in the proximal right coronary artery. The stent dislodged and an unspecified balloon was used to fully expand the stent in proximal right coronary artery. Physician did not attempt to snare, decision was made to implant stent where it had dislodged in the proximal rca as it was believed that the previously implanted stent was fractured prior to the start of the procedure and was initially also going to get treated. No other device was used. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.